Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: did the device deliver any staples? Yes . If yes, were the staples formed properly? No . If yes, was the staple line complete? No . Did the device cut? Yes . If yes, was the cut line complete? No . If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? No.

Event description:
It was reported that during a posterior "lsd" segmentectomy and lymphadenectomy, there was a problem with the stapler¿s scalpel.

Manufacturer narrative:
(B)(4). Batch # n57e5y. Device evaluation: the analysis found that one pce45a device was returned with no apparent damage and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.